Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell on the ground and became unresponsive. There was no reported impact to the customer's blood glucose level. The customer reverted to insulin pens for insulin therapy.